Event description:
Device eval identified a reportable malfunction, cracked or broken adapter bracket, unrelated to the original complaint, which was not a reportable event.

Manufacturer narrative:
(B) (4): inspection of the pump during repair found a cracked/broken adapter bracket. The eval confirmed a broken adapter bracket. The device reported, list number 53583, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. (B) (4)